Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Patient reported left side uncomfortable, swollen and rupture. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: seroma-late.

Event description:
Additional information noted seroma. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: fold creases, wear abrasion, red particles material was found on the shell and one extended opening. A weight test of the device was verified and the device overweight. A microscopic analysis was performed which identify: one sharp edge opening in the shell with stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: -a sharp edge opening in the shell with stress marks in the side posterior assessed as surgical impact opening.

Event description:
Patient reported left side uncomfortable, swollen and rupture. Additional information noted seroma. The device has been explanted.